Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: visual examination of the device found evidence of stent damage, as an individual proximal stent strut was bent back distally and minor kinking along the shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and non calcified distal left circumflex artery. A 2.25x24mm promus element plus was advanced but could not cross the target lesion. It was noted that during use the "stent part was lifted, flared." The promus element plus was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.